Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noisy signals that were over sensed with pacing inhibition but no asystole. Also, the right atrial (ra) lead was explanted as it got damaged during extraction procedure. New rv and ra leads were implanted at the same procedure. No additional adverse patient effects were reported.